Manufacturer narrative:
The investigation of low pump flow has been completed. The impella device was not returned for evaluation. Data logs confirm periods of suction alarms which resolve. There are no motor current (mc) spikes outside of p-level changes. Flows were noisy for the entire case duration. The patient was given blood numerous times while on support. The cause of the low pump flow was most likely patient condition related. D6b added the following have been reported incorrectly or missing from manufacturer device report 1220648-2024-14942. H6 code 2199 was reported incorrectly. New code was added to health effect - impact code.

Event description:
It was further reported that the decision was made to withdraw care and the patient expired. Per medical safety officer review, use of the device cannot conclusively be associated with the outcome.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported the patient was on impella 5.5 support and there were suction alarms. One unit of packed red blood cells and one bottle of albumin were given in an attempt to mitigate the reoccurring suction alarms. The patients explant date and procedural outcome is unknown.